Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B2: other: urinary retention medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they spoke with manufacturer representative (rep) last night and they went through the system and reset the system, they were trying a higher number, because their urination was still a bit of a problem. The patient said they were urinating maybe once or twice a night about every hour or couple of hours instead of every 20 minutes but it was not completely draining. The patient (pt) said they had thought they needed to stimulate to finish emptying their bladder but they have never felt any stimulation. Reviewed stim sensation information. Redirected to their doctor. The patient mentioned other medical history. This included patient said 2 days after the operation where their incisions had closed them with superglue, one of them partially opened and they started to bleed so they put bandages on it and it was fine now. The patient said they have been changing the bandage daily and cleaning the area and by friday they quit putting a bandage on it because it was healing so well. The patient reported itches like crazy sometimes. The issue was not resolved through troubleshooting. The caller was redirected to their healthcare provider to further address the issue. The patient reported: incision issue.